Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The tests performed confirmed that a design deficiency caused the software failure. The internal complaint reference is the following: (B)(4).

Event description:
During a demonstration on customer's site, it was identified that a software failure has been detected. As a consequence the device stopped and restarted. There was no patient involvement reported.